Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and doctor visit. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4/page 35: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 121: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9/page 123: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels fell to 1.7 mmol/l (31 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient's wife called their doctor who visited the home and provided glucose for treatment. After approximately 20 minutes the patient's bg levels rose to 7 mmol/l (126 mg/dl). The last bolus prior to the hypoglycemia was 8.2 units of insulin at 8:00 am with breakfast. The patient will speak with their diabetes nurse to check his settings and nothing unusual was noted in regards to the pod. The patient's blood glucose history is as follows: (B)(6).